Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h10: additional information provided indicated that although the patient was stable overnight post valve implant, the patient hemodynamically decompensated and expired the following day. None of the physicians were able to explain the exact cause of the death.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient.   It is normal to have a small gradient across a prosthetic valve after implant.  If elevated, it may indicate obstructed flow across the valve.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis.  Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation.  In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction.  If mild, these patients will not require intervention and will be followed with serial echocardiography.  If significant and results in symptoms, it may require intervention.   Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired.   During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.   In this case, the cause of the progressively increased gradient post tavr cannot be confirmed.  However, may be due to the under expanded valve and/or the mechanisms described above.  The central leak was created during the post dilatation of the valve.     Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required

Event description:
As reported by the edwards affiliate in (B)(6), one year and six months post deployment of a 23mm sapien 3 valve in the aortic position, the patient was found to have increased gradient.  The valve was post dilated, which created central ai.  A second valve was deployed.   One year and six months post implant of a 23mm sapien 3 valve, the patient found to have a peak gradient 72mmh by echo and a mean gradient of 38mmhg by angio. The decision was made to post-dilate the valve.  It should be noted that at the time of valve implantation, the valve was reported to have been ¿under expanded.¿  the patient was at high risk for annular rupture and therefore a conservative strategy was decided.  During the bav, the valve under expansion was remediated, however, it created severe aortic valve regurgitation and hemodynamic instability.  A valve in valve using a sapien 3 valve was urgently performed.  After valve deployment, a small tear in the stj (bordering the left coronary cusp) was observed, which reduced flow to the left coronary ostium.  Due to the patient¿s previous coronary graft to the lad and the new reduction of flow to the left coronary, a pci was attempted but was not successful.  The aortic tear was not progressing, and the patient was not a candidate for open heart surgery, therefore it was decided to medically manage the patient as the coronary artery maintained flow.  The patient was noted to be hemodynamically stable after the procedure. Note: this event description pertains to the increased gradient and central regurgitation.